Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4. Device manufacture date is not currently available. H11 additional narrative: the actual device returned for evaluation. During evaluation it was determined that the overall appearance of the device showed signs of moderate wear which is consistent with repeated use. It was also found that the device had undesired movement or play between the sasi clamp and the sasi itself. Additionally, it was noted that after multiple articulating movements, with and without the fixture, the sasi lever clamp became increasingly stiff and was unable to open and close as intended. Galling is suspected to have occurred internally between the lever pins and the lever component causing the internal metal components to begin to seize. As a result, the sasi is difficult to assemble and disassemble with the matting component. The overall complaint was confirmed as the observed condition of the device would be expected to contribute to the complained device issue. The failure related to the looseness is due to design and is being addressed through a CAPA. The assignable root cause of the failure related to the clamp being stiff/stick was determined to be due to improper maintenance.

Event description:
It was reported that during an unspecified surgical procedure, the robotic assisted saw interface right (sasi) device would not stay locked. It was reported that the procedure was completed successfully with the same device, however the device had to be relocked throughout the procedure. During an in-house engineering evaluation, it was determined that the device had undesired movement/play between the saw interface clamp and the interface itself. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.